Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of a bd insyte¿ autoguard¿ bc shielded IV catheter was found degraded and opening spontaneously. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the packaging of a bd insyte¿ autoguard¿ bc shielded IV catheter was found degraded and opening spontaneously. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: lot 6274633; was built on afa line 10 from 03oct2016 through 07oct2016 and packaged on packaging line 9 from 07oct2016 through 08oct2016 for the quantity of 258,010ea. It was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. It was noted that there were two non-related qns and no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in-process inspections included but were not limited to blister thickness, bad seal/cut/holes, seal transfer width and package leak test. These were performed on various stages throughout the process, all the inspections passed per specifications. Analysis of peura and/or fmea conducted by qe: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis observations and testing: received one unused 24ga bd insyte autoguard blood control catheter unit within a partially opened package from lot 6274633. All components were present and intact with the blister pack partially opened at the top end. Visual/microscopic examination: observed that although the returned unit had the partially opened seal at the top of the blister pack and the sterility barrier was compromised; the unit package (blister pack) demonstrated to have had an adequate seal with no anomalies related to the manufacturing specifications. Note: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Investigation conclusion: relationship of device to the reported incident: indeterminate. Comment: although the package was observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.

Event description:
It was reported that the packaging of a bd insyte autoguard bc shielded IV catheter was found degraded and opening spontaneously. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields.